Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - it was reported that this lead was explanted due to undersensing. There were no adverse patient effects reported. The implant date was not provided.